Manufacturer narrative:
An event of a retraction problem was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The ears database was queried, and there does not appear to be an indication of a lot specific product issue. Information from the field indicated that during the procedure, after insertion it was noted that the delivery system had concertinaed on the proximal end of the valve capsule causing difficulty in re-sheathing. The valve was partially deployed to 80% at annulus and failed to fully recapture on first re-sheath. It was also suspected that there was a possibility of a misloaded tab. The inner shaft and valve capsule were each visually and microscopically examined, and the inner shaft was noted to contain a kink. The material on the valve capsule was received twisted preventing from doing functional testing. No other anomalies were noted. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that a misloaded tab contributed to the reported issue. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor valve was selected for an implant using a 19f flexnav delivery system (ds). During the procedure, after insertion it was noted that the ds had concertinaed on the proximal end of the valve capsule causing difficulty in re-sheathing. The valve was partially deployed to 80% at annulus and failed to fully recapture on first re-sheath. It was also suspected that there was a possibility of a misloaded tab. Both the valve and ds were removed and a new 35mm navitor valve and flexnav ds were successfully used instead. The procedure was prolonged, but the patient remained stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.